Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that during preparation of a clip delivery system (cds), when testing simultaneously gripper actuation, one of the grippers did not come down all the way. Troubleshooting was performed but failed. Therefore, the cds was not used in the patient. A new cds was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure.